Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
A monarc sling was implanted in 2006. It was reported that ever since implant, she has been "suffering" since and she expressed a desire to have the device removed. There has been no medical or surgical intervention. She reported, "I haven't had it confirmed yet, but I have all the symptoms listed on the (B)(4) site of mesh problems." Further details of symptoms were not provided except that "it hurts."